Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test due to failed batt test alarm. Unit had broken battery cap.

Event description:
The customer reported via phone call that the top of the battery cap broke and the battery was stuck in the insulin pump. The customer¿s blood glucose level was 219 mg/dl. The customer reported that there was no plastic on the cap. The customer was advised to discontinue use of the insulin pump if the battery was low. The device will be returned for analysis.